Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon, which was loosely folded. At 4mm proximal from the rapid port exchange, the inflation lumen was twisted for a length of 2mm. A pinhole was found to the balloon, located 1mm distal from the proximal markerband. Product analysis confirmed the reported burst as the balloon was found to have a pinhole; however, the reported tip damage was not confirmed as there was no damage to the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation the balloon ruptured, and the tip protector was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation the balloon ruptured, and the tip protector was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
E1: initial reporter phone: (B)(6) .